Manufacturer narrative:
Concomitant medical products: product ID 3889-28. Lot# v621113, implanted: (B)(6) 2011. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had a worsening or exacerbation of a preexisting condition of recurrent urinary tract infection (uti). The patient symptoms were frequency, urgency, dysuria, retention noted as recurrent uti by investigator for greater than one year, with an increase in symptoms throughout the year. Intervention was noted as medications being proscribed for the last two plus years at different times, including, cipro, bactrim, premarin cream, tamsulosin, pyridium, dilaudid, and zofran. The patient outcome was noted as ongoing.